Event description:
During a urological procedure, a karl storz ureteroscope was allegedly used. The scope was lodged inside the pt and could not be removed. Doctor converted to open procedure and opened up the pt to the ureter, and with some manipulation the scope was removed without problem.